Event description:
During an arthroscopic rotator cuff repair, the surgeon experienced an anchor breaking. The surgeon inserted the anchor into the patient's bone, the anchor got stuck and broke at the eyelet. The broken portion of the anchor was removed but the threaded portion was left imbedded in the patient's bone. As a consequence, the remaining bone space was reduced for additional anchors. This incident caused a delay of 15 minutes. A back-up device was used to complete the procedure with no patient inury or complications reported.